Event description:
A caller reported a malfunction on the pump with malfunction code 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer received assistance from technical support to reset the pump, and the issue did not recur after resetting. The customer was advised to continue using the pump and to contact technical support again if the malfunction reoccurs.